Event description:
The customer reported that the touchscreen was cracked. It was unknown how the issue as found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Touchscreen was received with cracked or shattered glass. Due to the cracked or shattered glass on the touchscreen no further analysis could be performed. The touchscreen cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen non-functional.